Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was received for analysis. Initial visual examination noted that a shaft hypotube break located approximately 580mm distal from the catheters strain relief. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the stent could not cross the lesion. Vascular access was obtained via right radial artery. The 90% stenosed eccentric, de novo and 18mm long with a reference vessel diameter of 2.25mm target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The lesion was pre-dilated at 12 atmospheres with a 3.0x20mm apex balloon. The physician then advanced the 32 x 3.50mm taxus liberté drug-eluting stent but it could not cross the target lesion. The procedure was completed with another of the same device. No patient complication were reported and the patient status was stable. However, returned device analysis revealed a shaft break.